Event description:
Reporter indicated that surgeon was not certain after closing the pt if the positive lead pin and negative lead pin were placed into the correct receptacles. The site gave the pt a local anesthetic to the pocket site and re-opened the incision. Correct lead polarity was verified. No revision necessary.